Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information a patient with this right ventricular (rv) lead presented to the hospital with loss of capture and high threshold measurements. The physician thought the rv lead dislodged so surgical intervention was performed to reposition it. During repositioning, a new location was found but the helix of the rv lead would not extend properly. The rv lead was removed and tissue was noted stuck in the helix. The rv lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test failed as the inner coil near the terminal end of the lead was deformed. The helix allegation was confirmed based on x-ray observation of a necked-down cathode coil which blocked passed of the stylet. The other allegations made against the lead could not be confirmed through product testing.

Manufacturer narrative:
Despite multiple attempts, this lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.